Event description:
The customer tested his blood glucose using his 2 contour meters. He received readings of 80 and 28 mg/dl using his older meter and readings of 241 and 244 mg/dl using his newer meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left, so no product is available for return. A new meter was sent to the customer.